Event description:
The customer returned the product for the pump not holding settings between infusions, and during physical inspection it was found that the upstream occlusion (uso) seal was buckled and expulsor was damaged. After investigation the results indicated a reportable malfunction due to the buckled uso seal and damaged expulsor. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a buckled upstream occlusion (uso) seal and damaged expulsor. After investigation the results indicated a reportable malfunction due to the buckled uso seal and damaged expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and expulsor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.